Event description:
It was reported that the vns patient was referred for generator replacement due to an unknown reason. Clinic notes were sent to manufacturer. Review of the notes revealed that at a follow up appointment dated (B)(6) 2009, the patient's "partial motor seizures are uncontrolled". The patient had reported that "his left arm is shaking all the time" and described the event as intermittent. Medication (clonazepam) was added for the seizures. The next patient clinic note was dated (B)(6) 2010 which notes that the "partial motor seizures are under control, even though, he has had fluctuations". There were no changes made to patient's medication or vns settings per the notes. Further follow up with the site revealed that the patient was referred for generator replacement as the patient was having increased jerking spells in (B)(6) 2010. The physician had documents in the patient's chart that the vns device was implanted 7 years ago and there is question of end of service. Good faith attempts to obtain additional information from the physician are underway. A battery life calculation was performed with the data available in house in addition to the data provided in the clinic notes, and the result did not indicate that the device was at or nearing an end of service condition. The patient has subsequently had surgery where the generator was replaced. Good faith attempts to obtain the explanted generator for analysis are underway.